Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that the nozzle of the colonovideoscope was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material coming out of the nozzle was confirmed. Based on the results of the investigation, the type of material and root cause could not be identified. It was unknown with the obtained information if the reprocessing has been implemented in line with the instruction for use (IFU). Olympus confirmed that the section of the device where the foreign material remained had no deformation. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.